Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed therapy connector assembly was further evaluated and the cause of the reported failure was determined to be that one of the electrical wires was pulled out of the plug connector, designator p23.

Manufacturer narrative:
The initial medwatch report indicates: it was reported that the customer's device would no longer recognize a paddles lead connection. The device would not have the ability to deliver defibrillation energy to a patient, if needed. There was no patient use associated with the reported failure. The initial medwatch report should indicate: it was reported that the physio-control loaner device would no longer recognize a paddles lead connection. The device would not have the ability to deliver defibrillation energy to a patient, if needed. There was no patient use associated with the reported failure.

Event description:
It was reported that the physio-control loaner device would no longer recognize a paddles lead connection. The device would not have the ability to deliver defibrillation energy to a patient, if needed. There was no patient use associated with the reported failure.

Event description:
It was reported that the customer's device would no longer recognize a paddles lead connection. The device would not have the ability to deliver defibrillation energy to a patient, if needed. There was no patient use associated with the reported failure.